Manufacturer narrative:
The device was not returned to the service center for evaluation. The exact cause of the reported event cannot be determined at this time. Olympus will continue to investigate this complaint to obtain more detailed information regarding the reported events. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
The service center was informed that during therapeutic transurethral resection of the prostate (turp) procedure using bipolar real-time ultrasonography (rtu) the patient presented with damage in the urethra, showing signs of ischemia of all urethral mucosa. The symptoms began after the procedure, when the patient complaint about an intense pain and a swelling of the urethral mucosa. The patient needed to use an urethral catheter for ten days after the procedure and is showing some difficulties while urinate, with a meatus of urethral ischemia and an urethral bleeding. In addition, it was reported that saline solution used during the procedure was noted to be high in temperature. The user facility¿s physician suspects that a dissipation of energy from the generator to the resectoscopes occurred during the surgery.